Event description:
(B)(4) single chamber intrahepatic arterial pump was found to be flowing faster than expected as concluded by the lack of residual volume of dexamethasone. Typically, a volume of approx 9-12ml medication remains in the pump post-infusion. Subsequent to the event, our organization reached out to the vendor (intera oncology) to report this issue.